Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping cystic duct with a er320, the jaw broke and fell into the abdominal cavity. The case was extended as the surgeon retrieved the jaw laparoscopically. Another instrument was used to complete the case.